Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder self activated at the end of the procedure. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.